Manufacturer narrative:
H11: the device was received for evaluation.functional testing was performed and did not identify any issues related to the customer reported condition. The device was tested for flow accuracy and was found to deliver as intended. No pump correction is required. Review of the history log revealed two infusions programmed at a rate of 40 ml/hr and vtbi: 20 ml, which are the recommended parameters for flow accuracy testing outlined in the spectrum service manual. Both ran to completion without interruption. No abnormalities that could cause or contribute to the reported problem were observed through the history log. The reported condition was not verified. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum pump failed the flow rate test. There was no patient involvement. No additional information is available.